Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a pacing issue. The lead revision occurred about three weeks after the patient had undergone a pacemaker replacement procedure. No additional adverse patient effects were reported. The lead remains in the patient and is not able to be returned for analysis.